Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Associated medwatch 1221934-2016-10332.

Event description:
The electrodes had no functionality after 15 seconds and were throwing sparks. No harm to patient. The procedure was completed with same like product with seven minute delay. Additional information received via email from the affiliate 7-26-2016: both devices were used in this one procedure. The sparking was inside the patient. Both electrodes were new.

Manufacturer narrative:
The two devices was received and forwarded to the supplier for evaluation. The active tips of the two device show signs of activation. There is evidence of melting at the proximal section of the manifolds and return braces and cracking of the ceramics. The sharp edges of the tips profile indicate that the devices have not been activated for a lengthy period. Electrical testing for continuity and hipot was done on both devices and they passed these tests. Functional testing not carried out due to devices condition. As requested further investigation into the failure mode is being carried out under a new supplier CAPA. This investigation work is being coordinated by the CAPA team and once this has concluded an updated report will be added to the complaint file and communicated to the customer. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Associated medwatch 1221934-2016-10332.

Event description:
The electrodes had no functionality after 15 seconds and were throwing sparks. No harm to patient. The procedure was completed with same like product with seven minute delay. Additional information received via email from the affiliate (B)(6) 2016. Both devices were used in this one procedure. The sparking was inside the patient. Both electrodes were new.